Event description:
It was reported that medfusion 3500, system alarm- blank screen at start up, physical damage to bottom casing. No patient injury reported.

Event description:
Additional information was received which indicated no patient involvement, issue was found during testing.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5).

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed on the bottom case, bottom case was cracked, right plunger case was cracked and a non-original equipment manufacturer battery was found in the device. Functional testing involved powering up the pump and it was found that the device exhibited a constant alarm with a blank screen. The investigation determined that the printed circuit board not operating as intended was the cause of the reported alarm. The cracking was due to the device being dropped or mishandled by the customer. A DHR review is not applicable in this case because the defective component (main board) is not evaluated or tested in any way by ICU medical prior to distribution to the customer. The medfusion main board manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.